Event description:
A health-care professional reported that following a cataract extraction with intraocular lens (iol) implant procedure, her vision was not as good as expected at distance and vision at distance was 20/40, some capsular irregularity in left eye, dry eye/dry eye syndrome, posterior capsule opacification and inserted punctal plugs as result of the event. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).